Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient had their device removed/replaced due to lack of efficacy, they had tried reprogramming and nothing helped the patient. There were no known contributing factors. The issue was resolved at the time of the report. No further complications were reported or anticipated.